Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the incoming inspection for (B)(4) kora devices on (B)(6) 2015, the subject device was interrogated (device in the box) and a message stating high ventricular lead impedance (above 3000 ohms) was displayed. In addition, a message showing "aida memory was not activated after implantation" was displayed on the programmer.

Manufacturer narrative:
Preliminary analysis showed that the device behavior was in accordance with the programmer software specifications.

Event description:
Reportedly, during the incoming inspection for 140 kora devices on (B)(6) 2015, the subject device was interrogated (device in the box) and a message stating high ventricular lead impedance (above 3000 ohms) was displayed. In addition, a message showing ¿aida memory was not activated after implantation¿ was displayed on the programmer.

Event description:
Reportedly, during the incoming inspection for 140 kora devices on (B)(6) 2015, the subject device was interrogated (device in the box) and a message stating high ventricular lead impedance (above 3000 ohms) was displayed. In addition, a message showing ¿aida memory was not activated after implantation¿ was displayed on the programmer.